Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 10/21/2024. On the same day, it was reported that the patient was working at a medical facility, when about 7:45pm they noticed symptoms of severe hypoglycemia and were sweating and feeling unwell. The patient took a fingerstick, and the cgm was reading 4.7 mmol/l and the blood glucose reading was 2.7 mmol/l. The patient was given hypo-stop gels by colleagues, who also called an ambulance. It was confirmed that the third-party intervention was needed, as the patient was not able to self-treat due to the severity of symptoms. The ambulance was cancelled later as the patient started to feel better. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.